Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a proximal femoral nail broke. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Since the part number and lot number combination provided was incorrect, a device history record review was not possible. Placeholder.

Manufacturer narrative:
Additional narrative: an evaluation was conducted and it states that the part was returned intact. The femoral neck screw had no effect on the nail fracture. There is no indication that it contributed to the complained event and no investigation was needed.